Manufacturer narrative:
The pump remains implanted and in use by the pt; however, the replaced portion of the percutaneous lead was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2.5 years post-implant, it was reported that when the pt was switching from batteries to a power module, the pump had stopped. A different power module and pt cable were used; however, the issue reoccurred. Approximately 3 days later, the external portion of the percutaneous lead was replaced by the MFR's technical service personnel.